Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports having no communication between their pod and sensor. The patient reports they had gone to the hospital emergency room. Medical treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.